Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm. Vessels were straightforward and unremarkable. A talent bifurcated stent graft was implanted intentionally low because, the physician wanted to implant a talent thoracic graft proximally for the large aortic neck without issue. However, the physician thought, the gate was cannulated, when, in fact, the wire was behind the gate. There were no imaging issues or technique issues during the case, just that the area of gate cannulation was difficult to tell with certainty. The talent thoracic graft (MFR# 2953200-2010-01606) was then placed via the supposedly cannulated gate, but the graft ended up being crushed. It was then decided to perform an open conversion. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval results: the contralateral gate was inadvertently missed.